Event description:
A report was received that stated the chair intermittently goes into control inhibit (drive lockout). Advised to check all wiring to the mercury switch under the seat, no injury is alleged.